Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump developed a cracked touchscreen, after which the upper portion of the screen became unresponsive, preventing meal entries, supply changes, alert checks, and shutdown; the reported issue involved a fracture of the touchscreen component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.